Event description:
Information received indicates the siderail is not latching.

Manufacturer narrative:
The technician found the right siderail latch cover was missing. He replaced the latch cover to repair the bed.